Event description:
The distributor reported that the tip "flew off" during a procedure. There was no injury to the pt or to the providers in the room.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the stated complaint. The device involved in the complaint has not been returned by the customer for eval. Once the device is received by coopersurgical inc. The investigation will be completed and a follow-up report will be filed. (B)(4).